Manufacturer narrative:
The customer¿s report of fluid leakage at the bonded end of a texium syringe during an IV push was not confirmed nor replicated. Visual inspection of the set noted no damage or anomalies. Functional testing was performed and no leaking was observed. The root cause of this failure was not identified.

Manufacturer narrative:
Concomitant product: 250ml nacl bag and 500ml nacl bag; therapy date 10/14/2015. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a doxorubicin leak while IV pushing the drug into the distal port of the IV line. The drug leaked out of the bonded junction of the texium syringe and the distal port of the IV line. Both disposables were leaking and the IV line had to be replaced. There was chemotherapy exposure to both patient and nurse; no harm reported.